Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this right ventricular (rv) lead had dislodged shortly after implant. There was loss on capture on the lead. An x-ray showed the lead in place however the slack had been pulled back. As a result, lead revision was performed and this product remains in-service. No additional adverse patient effects were reported.